Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain and failed back surgery syndrome. It was reported that the patient¿s old implantable neurostimulator (ins) was bigger than their current ins so now they look like ¿the hunchback of notre dame.¿ it was stated that the patient could not get the new device to ¿program¿ and ¿could not get the machine to work at all.¿ this was clarified to mean that the patient was not able to charge the ins. The patient declined troubleshooting during the call and requested a manufacturer representative meet them at the health care professional (hcp) office. This issue had been occurring since implant on (B)(6) 2017. There were no patient symptoms reported. No further complications were reported.